Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-09597. It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited premature battery depletion and the right ventricular lead exhibited high capture threshold, low impedance, and varying r-wave amplitudes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion confirmed. As received, the device voltage was below end-of-service level. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the pacemaker was explanted and replaced on 7 aug 2020. The patient was in stable condition.